Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Examination of the returned polyethylene tibial insert could not confirm the reported wear. The complaint is non-verifiable; therefore, root cause is not necessary. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be received to change the outcome of the performed investigation, the complaint will be reopened.